Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire was bent at approximately 50mm proximal to the tip. The coil wire was found unraveled at the mid solder located at 15mm proximal to the tip. Coil wire separation was observed on the distal side of the unraveled coils. The ends of the separated coil wire showed a characteristic of fracture by torsion generated as the coils got loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation was continuously applied on the guide wire while its tip was being trapped in the lesion. When the accumulated torsion exceeded the product's design limit, the coil wire became loose and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became trapped in a severely calcified occlusion in the anterior tibial artery and was unable to be removed during a ppi. To release the stuck guide wire from the trapping lesion, devices including microcatheters were used without success. An asahi penetration catheter was then used and reached distal to the guide wire. The guide wire and the catheter were removed together from the artery. A new guide wire was replaced to resume the procedure. Poba was performed to successfully reestablish the blood flow. There were no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.